Event description:
The clinic reported that a laser vision correction patient who underwent a custom prk (photorefractive keratectomy) treatment in each eye was diagnosed with infiltrates in the right eye 4 days following the treatment. The clinic surgeon started the patient on zymaxid every 1 hour and besivance every alternating 30 minutes. The surgeon stopped the lotemax and removed the bandage contact lens. At the next post op exam on the following day the infiltrates appeared worse and noted to be under the original flap. The patient was referred to a specialist and is under the care of the specialist until the infiltrates resolve. A culture was obtained and was negative for growth. At 1 1/2 weeks following the diagnosis the patient's condition was reported as improving and as of about three weeks following the initial diagnosis the patient's right eye vision was 20/20.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.